Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during implant of this cardiac resynchronization therapy pacemaker (crt-p) and left ventricular (lv) lead, pacing impedance measurements were noted to be 1,200 ohms with the lead connected to a pacing system analyzer (psa), however, were greater than 2,000 ohms with the lead connected to the device header. The lead was removed and reinserted into the header and the implant procedure was completed. Pacing impedance measurements were noted to be within normal limits at 1,872 ohms prior to pocket closure. No adverse patient effects were reported. This product remains implanted and in service.